Event description:
A caller reported a malfunction on their pump, specifically the malf 0 code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by providing pump reset information, which successfully resolved the issue, allowing the customer to continue using the pump. The caller was instructed to contact support again if the malfunction recurred, and they acknowledged this guidance.